Event description:
During arthroscopic rotator cuff surgery, the surgeon noted tip of the suture passer needle broke off and was unable to retrieve after several attempts. Surgeon decided to leave the needle tip in place as it was firmly lodged in the tissue. Fluoroscopy was used and the tip was seen with fluoro but was not able to be visualized either intraarticularly or in the subacromial space.